Manufacturer narrative:
An initial evaluation was carried out based on the event description and previous complaints. We will complete our investigation upon receipt of the complaint device. Results: this is a known problem with a low occurrence rate. The pressure/manometer port is packaged with the cap in place, though the cap is known to dislodge or become loose during transport. The following statements are present in the rt329. Instructions for use: "check that all connections, caps and/or plugs are light before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connection to a patient." Conclusions: we cannot make a conclusion on this at present. However, we will be reiterating to the complainant the importance of checking for loss connections in breathing circuits and accessories prior to use.

Event description:
Reporter reported that a leak occurred while an rt329 breathing circuit kit was in use. They stated that the pop-off valve unit supplied as part of the rt329 kit had an open manometer port and this was not noticed until mr850 respiratory humidifier alarmed. The alarm reportedly stopped when the manometer port was capped. No patient consequence was reported.